Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 50 mg/dl at the time of incident and current blood glucose value is 51 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was declined to troubleshoot for low blood glucose level. The customer also reported that the insulin pump did not suspend when it was supposed to. The insulin pump will not be returned for analysis.